Event description:
It was reported that the customer went to the hospital and was admitted into the intensive care unit with a blood glucose level of 20 mmol/l; cause was unknown, with ketones (size unknown). Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage.